Event description:
It was reported to boston scientific corporation in 2005 that a biliary wallstent was used in a procedure the same day (patient age, gender and weight are unknown). According to the complainant, during a biliary wallstent placement procedure, the outer catheter stretched during the stent release. This stretching did not allow for complete release of the stent. The stent was not able to be resheathed. The physician was able to remove the stent. No patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation of the returned device confirmed that the stent was unable to be deployed. Examination of the device revealed a flattened shaft. The cause of this malfunction is undetermined.